Event description:
The palmaz genesis balloon expanding stent, would not deploy. The customer thought, that there might of been a pinhole causing it not to be able to deploy, because they had some dye; they could see kind of leaking out on the angio. The target lesion was the iliac artery. The vessel was not calcified or tortuous. Pre-procedure stenosis was 80%. There was no difficulty removing the product from the packaging. No kinks were noted prior to use or post-use. The device prepped normally. The same indeflator was used successfully with other products. There was no patient injury. Sds was removed and discarded. A new sds was used successfully.

Manufacturer narrative:
A review of the device history records associated with this final lot r1208261 presented no issues during the manufacturing process that can be related to the reported complaint. Inflation difficulty associated with balloon leakage is a known potential complication associated with implanting peripheral artery stents. A guiding catheter is generally used during a procedure to provide protection and support while delivering a device to the target lesion. Review of the available information suggests that procedural factors may have contributed to the reported event.